Manufacturer narrative:
The disposable handpiece used in this case was not returned. A device history review was conducted for the handpiece lot number that was reported. The handpiece met all qa specifications when it was released, including adequate sterilzation. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
It was reported that a patient checked into the hospital one day after an in-office minerva procedure. Physician suspected endometritis and indicated it was not related to minerva device. Physician commented that the infection may be related to improperly working hysteroscope. Antibiotics were administered and the patient improved. No further information was available at the time of this report.